Event description:
While recovering a patient in pacu, the oxygen saturation monitor stopped working. We tried changing the cords and replacing different pieces but could not get it to work. The patient started declining in his respiratory status and we really needed a oxygen saturation reading so we grabbed the portable monitor and tried hooking the patient up to the new masimo monitor to get a reading and determine his respiratory status. When the patient was more stable and moved to a different room we called clinical engineering to come and look at the monitor.